Event description:
In 2008, a spectranetics sales representative reported that he was told about an adverse event which occurred a week earlier at cleveland clinic. The md was extracting a lead when a tear in the svc occurred. The chest was opened and the svc was repaired. The patient was in stable condition after the repair. Multiple attempts to obtain additional details from the hospital have been unsuccessful. A follow-up report will be provided as this information becomes available.